Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 18f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, during use of the second prostyle, when the suture [plunger] was pulled, the suture broke. The sutures of one new prostyle devices were successfully pre-placed. The tevar procedure was completed using the 18f sheath. Hemostasis was achieved with the two successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.